Manufacturer narrative:
The device was returned to a distributor for evaluation and the evaluation found black noisy images, and the back end was disconnected. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the autoclavable camera head had incomplete images. The issue occurred during preparation for use in a therapeutic laparoscopy procedure. The intended procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was evaluated by a third party and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the image was black, and the screen was noisy because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use (IFU) which state: ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿ do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿ never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.